Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire has not been received. (B)(4). This report was mailed to FDA on 08/22/2014. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with a bilateral unexpected outcome following an intraocular lens (iol) implant procedure. Unknown cause for the outcome, the intended target was not met by 1.5 diopters. There are two medical device reports. This report is for the right eye. Additional information has been requested.